Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to light moisture damage to the keypad traces. The insulin pump was received missing the end cap sticker and had minor scratches on the display window.

Event description:
The father reported via phone call that the customer had a no delivery alarm on the insulin pump. The father reported the delivery issues have been occurring for the past month. It was found a no delivery alarm would occur during bolus deliveries and while priming. Customer's blood glucose was 408 mg/dl. Customer treated their blood glucose with a manual injection. The father also reported the buttons would not respond on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.